Manufacturer narrative:
Exact date unknown, event occurred in year 2017. Explant date: year 2017.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.